Manufacturer narrative:
No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. As a precaution, the fsr installed a new o2 sensor, performed calibration and completed testing of the electronic patient gas system (epgs). The new o2 sensor was reading around 1800mv. The fsr downloaded data logs and sent to the manufacturer for further evaluation. The epgs operated to manufacturer specifications and was returned to clinical use. Per the data log analysis, on (B)(6) 2015 at 13:18:48, the "o2 sensor hours" were set to zero indicating the o2 sensor was replaced. The first three calibrations show the sensor voltage as 2.284v, 2.276v, and 2.272v which was close to the maximum allowed value of 2.758v. The system was powered off to replace the o2 sensor. After replacing the o2 sensor, calibration voltage was better at 1.895v, 1.863v, and 1.891v. During laboratory evaluation the voltage output of the o2 sensor was within specifications but on the high side of the specification range. The product surveillance technician (pst) installed the returned o2 sensor into a lab-tested epgs and connected the epgs to a system-1 simulator and central control monitor (ccm). He connected the epgs to oxygen and air, entered a perfusion screen on the ccm and waited the 15 minute o2 sensor warm-up period. After the 15 minute warm-up period, calibration of the o2 sensor was initiated and passed. The measurement of the direct current (d/c) output voltage from the o2 sensor at 5 liters per minute (l/min) and 100% o2 was 2.19 volts, which is within the specification of 0.55-2.758 volts. The pst calibrated the epgs 12 more times. All calibrations attempts were successful and the o2 output voltage was within specifications although on the high side. Range of voltage outputs were from 2.17 to 2.26 volts.

Event description:
Upon receipt of the device, the field service representative (fsr) reported that after preventive maintenance (pm) was completed, he noticed the millivolt (mv) reading for the oxygen (o2) sensor calibrations seemed high for a new cell (greater than 2200). There was no patient involvement.